Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. Patient reported cgm reading high, and also reported that she takes acetaminophen at night. Acetaminophen is a cgm contraindicated product, as taking acetaminophen containing products may falsely raise sensor glucose readings. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.